Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, tilted within, perforated the inferior vena cava (ivc) wall and into the bowel caused injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result the patient has suffered and will suffer medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, tilted within, perforated the inferior vena cava (ivc) wall and into the bowel caused injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result the patient has suffered and will suffer medical expenses, pain, suffering and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, tilted within, perforated the inferior vena cava (ivc) wall and into the bowel caused injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. The patient is also reported to have experienced stress, anxiety, pain in the upper abdomen and nausea. The indication for the filter implant was a prior history of deep vein thrombosis (dvt) and pulmonary embolism(pe) in a patient that was admitted through the emergency room. The patient developed sudden pain in the leg followed by a release from the discomfort in the leg and then suddenly developed shortness of breath and near syncope, while at work. The patient presented to the emergency room where the d-dimer was found to be positive. A computerized tomography (CT) angiogram of the chest showed bilateral segmental and subsegmental pulmonary emboli. The patient was started on IV heparin. A doppler ultrasound was performed and showed acute appearing thrombus demonstrated in the proximal and mid femoral vein as well as the popliteal and proximal posterior tibial veins in the right lower extremity. The common femoral, distal femoral and distal popliteal vein appear patent and negative for thrombus. The patient had a history of pe ten years prior and received and ivc filter at that time and was treated with coumadin for nine months. Since then, the patient has had mild chronic pain and congestion in the right popliteal space. It was decided to place another ivc filter, as defects were noted between the previous filter and the right atrium that were consistent with thrombus. The filter was placed via the right femoral venous system. Procedural notes indicated that the inferior vena cava is of normal caliber. A filter is observed at the level of the renal veins. Contrast passes the lateral aspect of the filter and continues to the right atrium. Filling defects are observed between the filter and the right atrium consistent with thrombus. The new filter was placed cephalad to the confluence of the iliac veins and caudal to the renal veins. There is currently no additional information available. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post implant imaging has not been provided. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Blood clots, clotting, and ivc occlusion do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues and/or procedural factors. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of chronic obstructive pulmonary disease (copd), congestion in the right popliteal space, leg pain, shortness of breath, near syncope, deep vein thrombosis and bilateral pulmonary emboli. Ten years prior to this procedure, the patient had a venal cava filter implanted (manufacturer unknown). Defects were observed between the previous filter and the right atrium that were consistent with thrombus. As such, the optease filter was placed cephalad to the confluence of the iliac veins and caudal to the renal veins. According to the patient profile form (ppf) the patient experienced stress, anxiety, pain in upper abdomen and nausea. Additional information is pending and will be submitted within 30 days of receipt.